Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient has experienced a loss or change of therapy and reports needing to go all the time. Patient doesn't feel stimulation and it was concluded that therapy was off. It was reviewed that therapy needs to be on for it to be effective so it was turned on, but it is too early to tell if the issue is resolved. A bad fall is reported that could be related to the issue. Patient reported falling forwards on her right side-breaking 3 ribs-and is still hospitalized. It was reviewed that since stimulation has been off for a period of time, the patient should start at lower setting and only increase if needed for symptom control, but never beyond the level of comfort. Patient will track how their body responds to symptom-wise and increase slowly if needed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.